Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. As the customer declined troubleshooting, no additional information or corrective actions were obtained, and technical support closed the case.